Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infection at infusion set insertion site on (B)(6) 2025. The infusion set was in use for three days. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). Hcp provided medication for the infection. No further information available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary- the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004419 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004419 was manufactured according to the work instruction (wi) version 108 manufactured in the line inset 6, on 27/nov/2023, with a total of 19,600 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 14-may-2025 against malfunction code no malfunction based on complaint information, harm code infection (requires advanced medical intervention e.g., i.v. Antibiotics, surgical debridement or excision) and lot 6005419 with other no complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.